Event description:
It was reported that during a routine follow-up, the pulse generator exhibited backup operation and a diagnostics anomaly. A software download restored the device. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.